Manufacturer narrative:
This report is being supplemented to provide a correction to the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the connector, the screen, and the plate were damaged and the device displayed a e101 error code. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. Device evaluation is anticipated, but not yet begun. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the generator stopped working and error message e433 was displayed. The issue happened at the end of a transurethral resection of the prostate (turp) procedure. There was no delay in the procedure and the procedure was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the generator board is defective. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.